Manufacturer narrative:
The device was returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the insufficient reprocessing video scope was used by the user facility and a foreign material was present in the device during the inspection of the device at olympus repair center. The user facility reported that the device had been reprocessed with an olympus automated endoscope reprocessor, oer-5. There was no report of patient injury associated with this event.